Event description:
Clinical study (B)(4) - valved grafts pas, patient ID: (B)(6), site: (B)(6). This event is being conservatively reported as the cause of the bleeding was unknown during an emergency surgical surgery. It was reported that on (B)(6) 2022, a 29mm sjm masters series coated aortic valved graft was successfully implanted during an emergency surgery procedure. After disconnection from cardiopulmonary bypass, the patient had fluid blood content in the pericardial sac. The patient's activated clotting time (act) level was 615, and heparin was administered. The patient received two units of fresh frozen plasma (ffp) and two units of red blood cell concentrate. On (B)(6) 2022, a thoracotomy was performed under anesthesia at the endotracheal site. There was pericardial effusion without tamponade. There was fluid blood content and clots in the pericardial sac. Setonage was removed. Sutures applied on a small siding on the venous bypass to the right coronary artery. Follow up did not reveal any surgical bleeding points. The patient was discharged on (B)(6) 2022. As of (B)(6) 2022, the patient is stable. The cause of bleeding was unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.